Event description:
It was reported to boston scientific corporation in 2008 that a pathfinder exchange guidewire device was used eight days prior. According to the complainant, after flushing saline into the protective hoop, the device was removed. It was then noted that "the tip was bent and waved." The procedure was completed with another pathfinder exchange guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the event was reported to be "good".

Manufacturer narrative:
Other (bent tip). Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.